Event description:
It was reported that during the implant procedure, the physician cut the catheter. The catheter was separated into two parts and one remained in the patient. The physician extracted the remain piece. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the mechanical operation of the catheter was damaged. The mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary analysis of the lead indicated damage at implant. (B)(4).